Event description:
Female is an athletic training student who comes into contact daily with johnson and johnson adhesive tape used to tape athletic injuries. She seems to do well with the j & j zonas type, but develops extensive blisters on her hands after exposure to j & j coach. The adhesive appears to be the culprit. My inquiries to j & j were disappointing. I finally was referred to the msds office. I was told that the ingredients were identical. I questioned the concentrations of the latex and the zinc and was told that info would be available in 2-4 weeks. I expressed dissatisfaction with a 2-4 week delay in receipt of info needed to solve an allergic reaction problem, however, they were not at all sympathetic. I explained that I am an nata member - j&j is a corp sponsor and as the student's clinical education coordinator, I was expecting much more cooperation. We still wait. Route: cutaneous. Dates of use: 2008. Diagnosis or reason for use: occupational exposure-applies to other individual. Event abated after use stopped: yes.